Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized about a month ago with diabetic ketoacidosis. Customer was not getting insulin from the pump, but he did not receive a no delivery alarm. Customer stated that he cannot sense low blood glucose readings and wakes up with low blood glucose sometimes in the mornings around 40's mg/dl. Customer stated that his blood glucose runs higher during the day and the highest blood glucose in the past 90 days did not register in the meter. Customer has retinopathy and had a kidney transplant in 2006. Customer stated that he had irregular bowl movement due to diabetes and has bacterial overgrowth.